Event description:
It was reported that patient experienced fecal and urinary incontinence. It was also noted that the patient experienced inadequate stimulation due to lead migration. The patient underwent a full explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 weeks after implant. Block d6b: explant date: few years ago. Additional suspect medical device components involved in the event: product family: leads: upn: m365sc2408560; model: sc-2408-56; serial: (B)(6); batch: 21705112/5080887.